Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Additionally, it was reported that resistance was experienced during the fill process. The issues were resolved by performing a cartridge change. Customer¿s blood glucose level was 251 mg/dl.